Event description:
It was reported that the pt self-injected 0.3cc of novielle gel in the nasolabial fold area. The pt reacted with redness and itchiness at the injection site. The itchiness has subsided. However, after two months, the redness in the nasolabial fold area remains. Multiple attempts have been made, however, the injection date could not be obtained from the end user.

Manufacturer narrative:
The device was not returned to the manufacturer, therefore, an investigation to determine failure mode could not be conducted. Novielle voice gel is intended for vocal fold augmentation. The manufacturer's medical advisor has contacted the physician's office regarding the issue. The batch record for this lot has been reviewed, which contain no abnormal manufacturing events. The complaint rate for this device is not considered abnormal. If add'l info becomes available, it will be submitted in a supplemental report.